Event description:
It has been reported to philips that the wireless footswitch lost connection with the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the procedure was completed as planned by using wired footswitch. The philips remote service engineer (rse) analysed the system and found that the wireless pedal intermittently will not fire and shows a faint flashing light. The cause of the wfs failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wfs by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using wired footswitch. There was not impact on the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.